Manufacturer narrative:
The description of the event was as follows: ¿icast covered stent system was used the procedure. The device came off of the delivery system prematurely. The device was able to be visualized in time and removed from patient. The device was not prepped with contrast or negative aspiration prior to insertion. Another manufacturer's device was used to complete the procedure successfully without intervention or adverse effects. Based on the details of the complaint the stent has dislodged at some point during the procedure. It is not known at what point in the procedure this occurred. It is possible the physician attempted to pull the unexpanded stent back through the introducer sheath causing the stent to be pushed off the balloon. This cannot be confirmed based on the details provided. As the details do not specifically specify what the failure was a contemporaneous sample was not requested as the conditions experienced during the procedure would not be able to be duplicated. The investigation into the cause of the complaint is impossible to define as the product in question was not returned. No images of the device were provided and no answers to the multiple questions asked were provided. The lot number of the device was not provided, therefore a device history record review was unable to be conducted. A recurring lot number query was also not able to be conducted due to the lot number being unknown. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 2. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. No evidence was identified to suggest that this complaint is related to design, materials, equipment or process or instructions for use. Based on the results of the investigation the complaint cannot be confirmed. Due to the lack of the actual product and or images from the procedure as well as the lack of specific details the root cause cannot be determined. As such the root cause is impossible to define.

Event description:
N/a.

Manufacturer narrative:
The description of the event was as follows: ¿icast covered stent system was used the procedure. The device came off of the delivery system prematurely. The device was able to be visualized in time and removed from patient. The device was not prepped with contrast or negative aspiration prior to insertion. Another manufacturer's device was used to complete the procedure successfully without intervention or adverse effects. As the device in question was not received and no images provided the complaint cannot be confirmed. Additional details were provided as the questions we asked about the case were responded to. The details indicate that the stent came off the balloon within the introducer sheath. The introducer sheath used in the case was an aptus steerable 10fr introducer sheath. The procedure was and endograft procedure using a modified endograft. The details also mention that the vasculature was tortious. The details also mention that stent was withdrawn back into the sheath. Based on the details of the complaint the stent has dislodged within the sheath after the catheter had been withdrawn back inside of the introducer sheath. It is not known at what point in the procedure this occurred. A contemporaneous sample was not requested as the conditions experienced during the procedure would not be able to be duplicated. The lot number of the device was not provided; therefore a device history record review was unable to be conducted. A recurring lot number query was also not able to be conducted due to the lot number being unknown. No evidence was identified to suggest that this complaint is related to design, materials, equipment, process or instructions for use. The IFU provided with the device (IFU aw009603-en) specifies the following: 23. Do not pull an unexpanded stent back through a guiding catheter or sheath (see directions 4.0 removal of unexpanded stent). 4.0 removal of unexpanded stent extreme caution must be used when removal of an unexpanded or partially expanded stent is necessary. The stent/delivery system should not be withdrawn until the proximal end of the stent is aligned with the distal tip of the introducer sheath. The sheath and the stent delivery system should then all be removed as one unit. After removal, the icast covered stent system should not be reused. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 2. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. Based on the information provided, there is no evidence to conclude that the device was faulty or manufactured improperly. Based on the investigation, the root cause is user error.

Event description:
During a procedure, icast covered stent system device came off of the delivery system prematurely. The device was able to be visualized in time and removed from patient. The device was not prepped with contrast or negative aspiration prior to insertion. Another manufacturer's device was used to complete the procedure successfully without intervention or adverse effects.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.